Manufacturer narrative:
The device was evaluated by a viasys field svc rep at the user facility. The viasys field service rep tested the device and it passed all tests. Additionally, the unit was run at length at various settings and the unit was found to meet all factory specifications. Thus it was determined that there was no malfunction of the device. Once the evaluation was complete, the device was returned to the user facility's control ready to be placed back into service.

Event description:
The following description of the event was reported to viasys tech support by a viasys sales rep via a phone conversation. "Hosp reported that they put pt on vent, pt became "gray." They took pt off vent, pt pinked up. Put pt back on vent, pt looked gray again. No injury reported. Had no details as to whether the vent cycled or not. Requested checkout." The following description of the event was reported to viasys via a letter from the user facility in response to a letter sent by viasys requesting info. "Resident was taken off the vent for weaning procedure. When placed back on vent couldn't tolerate so staff bagged him. Discharged to the hosp."